Manufacturer narrative:
The returned icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection identified no anomalies. Memory information was downloaded and reviewed and the battery status was confirmed to be as expected. Real-time electrograms showed the icm stopped sensing and displayed noise when light pressure was applied to the case. An x-ray of the device did not identify any issues and, as such, the device case was removed to facilitate inspection and testing of the internal components. The printed circuit board (pcb) was removed and sent for detailed analysis. This analysis found an open connection on one of the electrical modules on the pcb. This was confirmed to be the root cause of the observed noise noted in the field and in the laboratory setting.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited noise since it was first implanted. The patient does not have another type of device implanted and electromagnetic interference (emi) was also ruled out. The cause of the noise is unknown. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited noise since it was first implanted. The patient does not have another type of device implanted and electromagnetic interference (emi) was also ruled out. The cause of the noise is unknown. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.